Event description:
Additional info received from the reporter on 04/20/2014: baby conceived in 2012 after essure placement in 2007. Mother placed on near 30 day hospital confinement due to pregnancy complications. Baby born premature. Cord wrapped around nec. After birth, essure baby was admitted into hospital as abdomen was swollen with fluid.

Event description:
Additional info received from the reporter on 04/20/2014: baby conceived in 2012 after essure placement in 2007. Mother placed on near 30 day hospital confinement due to pregnancy complications. Baby born premature. Cord wrapped around nec. After birth, essure baby was admitted into hospital as abdomen was swollen with fluid.

Event description:
Had essure implanted in 2007 and had a baby in 2012. Through diagnostic tests confirmed that there is no essure implant in right fallopian tube (migrated/lost).

Event description:
Additional info received from the reporter on 09/11/2014: (B)(4). Essure implanted in 2007. Side effects including severe back and pelvic pain (stabbing), extreme fatigue, nausea, vomiting, dizziness, hair loss/thinning, abdominal and limb swelling began to occur on one side of my body within 6 months of implantation. Symptoms were ignored as I am overweight and I was advised that I needed to lose weight. After pregnancy and delivery of child in 2012, hysterectomy was done due to failure and side effects of essure. During hysterectomy it was discovered that implant had perforated fallopian tube causing pain, inflammation and infection that went misdiagnosed.